Event description:
Patient presented to the hospital after receiving inappropriate high voltage therapy. The stored egm showed noise on the rv lead. The noise could not be reproduced through isometric testing. The physician made a clinical decision to cap the lead.

Manufacturer narrative:
No medwatch form was received.